Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of test result reported using truemetrix meter of 75 mg/dl and the test result reported using another device of 92 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/21/2017 and open vial date is (B)(6) 2016. Customer stated there were no recent changes in diet, exercizes, or medications. The meter memory was reviewed for previous test result history (time not set): (B)(6). Customer's son states the doctor would like her to stay between 90-150 mg/dl and she would be dosed with 10 units of insulin for every 50 mg/dl the result is over the maximum 150 mg/dl. Customer tests the glucose levels 6 times/day. Customer only ran two blood glucose test with truemetrix when she first received supplies.